Manufacturer narrative:
As reported, the patient developed a wound infection resulting in an abscess post implant of phasix st mesh. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. The phasix st mesh is supplied single use/sterile. The warning section of the instructions-for-use, supplied with the device states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-sep-2025) is estimated based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a colostomy reversal during which a phasix st mesh was placed for parastomal hernia repair. It was reported that one week post implant, the patient developed a postoperative infection resulting in an abscess. The abscess required percutaneous drainage and the patient has been prescribed antibiotics. It is reported that the patient is doing clinically well.